Manufacturer narrative:
The customer called into olympus to report his issue. During the call the customer noted that despite several attempts to trouble-shoot, the staff were unable to localize the event. At that time, the customer requested an on-site visit from an olympus technician. Reportedly, the issue was solved during the on-site visit by the olympus technician. However, further details from that visit have not yet been provided. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during a functional check of his evis exera iii xenon light source, a b30 scope communication error was present. This event did not have any patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 8 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined, that b30 occurred, due to adhesion of dust, hard water residue, and dirt to the scope. And the electrical contacts of the connector of the device. It was also determined, that temporary communication line issue likely occurred, causing communication failure. It was noted, that b30 error occurs, when communication failure happens between the scope, the light source, and the processor. After replacing the socket and cleaning were performed, the phenomenon did not occur. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.